Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec and crease flat. Air voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture, baker grade iii-IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional later reported "no rupture but stated capsular contracture, baker grade iii-IV." Device has been explanted and replaced.